Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that a black screen had appeared. A field service engineer reseated the pyxibus connections on the drawer in the main station. All drawer leds (light emitting diode) were normal, and the station came back online. It was determined that a drawer might not have been fully plugged in, causing the station to shut down. The customer tested some medications in the inventory count, which were working as normal after the fse reseated the cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the screen was appeared as black. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.